Event description:
This product consists of small packets of a free flowing powder. I noticed several packets that were swollen and the powder had crystalized within the packet. This is meant to be rehydrated and used as a mouth rinse. I did not use any of the crystalized product and called the company to report it. They told me it was probably just water and/or air that got in the product packet and it would be fine to use but I do not feel safe using it. This didn't seem to be a satisfactory explanation. FDA safety report ID# (B)(4).